Event description:
The customer reported that she activated the device on (B)(6) 2011, at night. By 5:48 am on (B)(6), her blood glucose measured 479 mg/dl, so she administered a 9.2 unit insulin bolus. At 6:48 am her bg remained high (429 mg/dl), so she removed the device. She observed that the cannula was "inserted sideways" and "did not go in all the way." It also looked kinked.

Manufacturer narrative:
The returned product was evaluated and no malfunction that would have interrupted insulin delivery and contributed to high blood glucose could be confirmed. The fluid path was tested and found to be unobstructed by any internal occlusion. The occlusion sensor was tested and found to function as intended. The insertion mechanism was reloaded and deployed as intended; it also was inspected and no defects were detected. No signs of internal leakage, chassis cracks or loose batteries were found. Downloaded data from the devices use period, however, showed some pulse width time-outs toward the end of use, which may indicate that the pump drive laboring. The case for this could not be conclusively determined, and thus the device can not be definitively determined to not have contributed to the event. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns "check the infusion site after inspection to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may be result," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)." It advises that "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."